Manufacturer narrative:
(B)(4). Reported event of fiber broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used lumenis laser. According to the complainant during the procedure and inside the patient, midway through the case, a cracking sound was heard. The fiber was pulled out by the surgeon and a break was found on the fiber body. No fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.